Event description:
Additional information received reported that the pain was resolved.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported the patient was getting an error message with a picture of a phone and doctor. The patient tried to charge and saw a power on reset (por) message. Therapy had stopped due to por. Symptoms reported included pain. Patient services walked the patient through clearing the por with the patient programmer (pp) and the patient was able to successfully clear the por. The patient turned therapy back on and therapy was adequate. It was noted that troubleshooting resolved the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.